Event description:
Information received by medtronic indicated that the customer reported that the transmitter was not responding to the pump, no signal, was able to pair no issue, dint not blink with tester. Troubleshooting was performed and the issue was not resolved. The transmitter light blinked on and off when disconnected from the charger, light dint blink when connected to the tester. The charger blinked green then went solid green and turned off. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. The transmitter will be returned for analysis.

Manufacturer narrative:
Customer reports loss of communication between pump and transmitter and led anomaly. Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify led anomaly due to physical damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.